Manufacturer narrative:
Occlusion alarms are not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that she experienced blood glucose (bg) greater than 600 mg/dl with vomiting and feeling ill for three days. The patient stated that she continued on insulin pump therapy for basal delivery and gave correction injections for the elevated bg. She stated that her bg at the time of the call to animas customer support was around 400 mg/dl with no reported signs or symptoms of hyperglycemia. The patient reported that the pump emitted multiple occlusion alarms over the three days that she experienced elevated bg. She stated that she changed the cartridge, site, and set, and occlusion alarms continued. The patient stated that she had been using only two different sites on her abdomen for insertion, and that there was a palpable lump on the left side of her abdomen. Customer support advised the patient to change the site using a different area and to avoid scar tissue. The pump is not being returned at this time; there has been no further reported incident. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy. Use error cannot be ruled out as a cause or contributor to the reported event as the patient was not rotating insertion sites appropriately.

Manufacturer narrative:
Correction number: 2531779-03/24/2010-003-r. (B)(4). Device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history confirmed occlusion alarms had occurred. During investigation, the pump dispensed fluid during the load step and emitted a "no cartridge detected" warning. The pump could not be adequately investigated due to the load step malfunction. Evaluation revealed that the force sensor resistance measurement was out of calibration. There was evidence of green contamination found around the force sensor shim plate. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.